Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance at 134 ohms. Technical services (ts) was consulted, and no information has been provided at this time. The ICD device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance at 134 ohms. Technical services (ts) was consulted, and no information has been provided at this time. The ICD device and rv lead remain in service. No adverse patient effects were reported. Received additional information from technical services (ts) confirming there was a gradual rise in the shock lead impedance beginning around september of last year. Ts provided troubleshooting and device optimization recommendations. The ICD device and rv lead remain in service. No adverse patient effects were reported.